Event description:
Customer alleges discrepant results with meter compared to lab. This patient was in hospital due to a blood bacterial infection at the time of the tests.

Manufacturer narrative:
Investigation pending.